Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, there was intermittent issue with buzzing sound coming from expiratory valve coil. During on-site visit the issue was not reproduced by the ssu, however the occurrence of the issue was confirmed by the hospital's technician. To resolve the issue the expiratory valve coil and the expiratory channel board were replaced. The issue has been resolved and the device was delivered to the user in working condition. The device was checked by the customer for a few days and issue did not reoccur. Expiratory channel board contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The movable axis of the expiratory valve coil controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting. Review of the provided logs does not show any test failure or technical error due to defective parts. Since the parts were not returned for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the ventilator's expiratory valve coil was found defective. There was no patient involvement. Manufacturer's ref. #: (B)(4).